Event description:
It was reported that that the patient presented for in-clinic follow-up. An interrogation of the device revealed false high ventricular rate episodes. The episodes were caused by over-sensed noise exhibited by the right ventricular lead. The patient was scheduled for revision on (B)(6) 2024, and the lead was capped and replaced. The patient was stable.